Event description:
The wire was advanced into a narrow vessel which was almost occluded. The wire successfully advanced through the narrows. Once in the narrows that vessel was completely occluded. The physician attempted to retract the wire through the narrowed passage way. The wire would not retract. The physician tugged on the wire, eventually the very substantial portion of the tip of the wire broke. The tip of the wire was in the distal portion of the vessel. The patient immediately had the tip of the wire surgically removed by doctor (B)(6).